Manufacturer narrative:
This occurred near the time the patient was being removed from ECMO so no additional therapy or remedial action was necessary. It is unknown how long patient had been on catheter. Fracture location can be confirmed by photograph, device inspection/evalutaion pending.

Event description:
Catheter broke on the catheter body near the gold reinforcement and air entered the system. Patient was being taken off ECMO so catheter was removed immediately.